Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event "single spot laser probe stopped producing spots" is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num 2028159-2026-00396. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic laser probe stopped producing spots. The surgeon was using a single spot probe when it stopped working. A new probe was installed and worked perfectly. Details of the procedure completion were not provided. There was no patient harm. Additional information has been requested but is not available at the time of this report.